Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2013.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to excessive debris-filled fluid, three large cysts, pain, and neurologic symptoms with neuropathy. Litigation was also received. Litigation papers allege metallosis and metal poisoning due to metal debris, scarring, disfigurement and elevated metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.